Manufacturer narrative:
Tech knowingly did a tube warmup with a patient in the gantry bore. The patient was feet first with a portion of their chest/abdomen in the bore. There was no reported harm or deterministic effects to the patient. Stop of all warmup with patient/people in the scanner room will take place with immediate effect. The applied mitigations, including compliance to design safety standards, are effective and reduce the risk to as far as possible.

Manufacturer narrative:
Unique identifier: UDI not required. (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient was exposed to a tube warm up dose when the customer did not remove them from the room as indicated in the user manual.